Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 544mg/dl and a no delivery alarm. The customer indicated that their blood glucose value was 73 mg/dl at the time of the call. Troubleshooting was performed and found that the customer needs assistance with changing their set. Customer indicated that the high blood glucose incident was resolved by a complete set change. Further troubleshooting was declined by customer and indicated that the infusion set would not be returned.